Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post implant of the right ventricular (rv) lead and right atrial (ra) lead the patient experienced a pericardial effusion. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.